Event description:
The customer reported that the device, h9102, sterling oval bur, 6.0 mm, was being used during an ankle arthroscopy procedure on (B)(6) 2026 when it was reported, ¿bur tip breaks / snaps while using inside the ankle.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the meaning of ¿broke¿ is that the anchor was broken and there was no fragmentation contact to the patient. However, this filing is made because conmed australia is filing to tga. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 06/02/2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.